Event description:
N/a.

Manufacturer narrative:
Corrected fields: h4. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse noticed blood in the pim and safety disk. The fse replaced the pim and safety disk. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon catheter ruptured. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.